Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) via a manufacturer representative reported that the patient had a battery change on their implantable neurostimulator (ins) at the start of june. The patient came back to the clinic on (B)(6) 2015 reporting the device was turning itself off and that they noticed stimulation had stopped and they lost feeling of stimulation. The ins was checked with the patient programmer and was confirmed to be off. The patient was on their second battery and was confident in using the programmer, having never experienced this problem with the first implanted device. Impedance and battery checks were taken and all were fine. The nurse changed the program of the quadripolar electrode in order to establish whether this was device related or lead related. The ins continued to turn itself off on the nights of (B)(6) 2015. The patient confirmed on (B)(6) 2015 that the device continued to turn itself off and the issue was not resolved. The battery switched off on a handful of occasions and the patient had always noticed, so the manufacturer representative didn't believe there was a lack of efficacy. The patient was going to keep a diary of what was happening as they were on holiday for next clinic on (B)(6) 2015. The manufacturer representative was not in the or, but doubted that there was lead migration when moving the patient from the or table to the bed and vice versa as the hcp had vast experienced in sacral neuromodulation (snm). They were not aware of any power on reset (por) messages or other error codes on the patient programmer. No surgical intervention occurred, it was unknown if surgical intervention was planned, and the patient status was alive with no injury. It was still to be determined if the issue was related to a specific position. The cause was not determined yet and the manufacturer representative asked the lead nurse to come back to them if there were any further problems. The manufacturer representative had not had any information this far.